Event description:
It was reported that balloon rupture occurred. A 8.0 x40, 75cm gladiator elite balloon catheter was selected for use. However, during second inflation at 12 atmospheres, the balloon ruptured. A 10.0 x 40, 75cm gladiator elite balloon catheter was opened; however, during first inflation it also ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.